Event description:
It was reported that stent damage occurred. The target lesion was located in the 95% stenosed target lesion. A 16 x 4.00 promus premier select stent was advanced, but could not cross the target lesion. It was noted that the stent was deformed. No patient complications resulted in relation to this event.

Event description:
It was reported that stent damage occurred. The target lesion was located in the 95% stenosed target lesion. A 16 x 4.00 promus premier select stent was advanced, but could not cross the target lesion. It was noted that the stent was deformed. No patient complications resulted in relation to this event. It was later reported that the 95% stenosed target lesion was located in the very calcified left anterior descending artery (lad). A 16 x 4.00 promus premier select stent was advanced, but could not cross the lesion. The stent was removed from the patient, and stent strut damage was observed. It was noted that the stent strut damage occurred due to a very calcified lesion while attempting to cross the lesion. The procedure was completed with another device. No patient complications were reported in relation to this event and the patient was reported to be doing well after the procedure.

Manufacturer narrative:
Device evaluated by MFR: a 16 x 4.00mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damaged. Stent struts on the distal end were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the 95% stenosed target lesion. A 16 x 4.00 promus premier select stent was advanced, but could not cross the target lesion. It was noted that the stent was deformed. No patient complications resulted in relation to this event. It was later reported that the 95% stenosed target lesion was located in the very calcified left anterior descending artery (lad). A 16 x 4.00 promus premier select stent was advanced, but could not cross the lesion. The stent was removed from the patient, and stent strut damage was observed. It was noted that the stent strut damage occurred due to a very calcified lesion while attempting to cross the lesion. The procedure was completed with another device. No patient complications were reported in relation to this event and the patient was reported to be doing well after the procedure.